Manufacturer narrative:
Received six used 01c-smv3v2 for inspection. No defects or anomalies noted. Each used 01c-smv3v2 was leak tested according to product specifications. Each valve was connected to a 36" head height fluid reservoir from the side port, primed and left for 24 hours. One of the returned samples had leakage from both of the white buttons. The remaining five used return devices did not present leakage upon testing. This supplemental emdr represents the five passing return samples. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device has been received for evaluation, however, investigation is not yet complete.

Event description:
The customer reported six incidents that occurred with 2 gang 1o2¿ manifold with check valve, rotating luer,appx 0.83ml with first incident occurring on the (B)(6) 2024 with 5 other incidents following on unspecified dates. The customer reported leakage from the white button during patient infusion. The devices were used for common drugs like propofol. The devices were changed out without any problems encountered. The customer was not sure if there was any specific physical damaged noted on the device. There was patient involvement, no delay in critical therapy and harm was not reported as a consequence of this event.

Manufacturer narrative:
Received six used 01c-smv3v2 for inspection. No defects or anomalies were noted. Each used 01c-smv3v2 was leak tested according to product specifications. Each valve was connected to a 36" head height fluid reservoir from the side port, primed and left for 24 hours. One of the returned samples had leakage from both of the white buttons. The reported complaint can be confirmed. The probable cause is related to a molding defect in the white button molded component used in the 1o2 smart valve. This supplemental emdr represents the failed return sample. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.